Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after intraocular lens (iol) implantation, the patient experienced blurred vision and was unable to focus. The lens was removed and replaced with another lens in a secondary procedure. The clinical reason for explant was mechanical complication due to ocular prosthesis. Additional information was requested, but no further information is available.

Event description:
As per the updated information received on 27-oct-2025, the original lens was replaced with a company-provided lens of a different model and power (1.5d more power), indicating the correct lens power was not implanted initially. There was no further impact to the patient. There is no reported defect or fault with the iol.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).